Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. During troubleshooting with tandem technical support (cts), it was determined that the customer is not withdrawing air prior to filling the cartridge with insulin. Cts education customer on the load process. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level ranged from 104-128 mg/dl.